Event description:
It was reported that the longevity on the implantable pulse generator (ipg) dropped drastically. The longevity estimate a few months ago indicated nine years, a few months later, it was estimated at two and a half years. There have been an extreme number of anti tachycardia pacing sequences, atrial tachycardia (at)/atrial fibrillation (af), and ventricular pacing . The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. From (B)(4) 2014 the at-af percent per day increased to 82% or greater. (B)(4).